Manufacturer narrative:
The involved device was returned to the manufacturing facility in japan. Visual inspection of the returned device found that the sheath tube had been deformed at the distal end. Magnifying inspection of the cross-cut valve found it had a flaw. Leak testing was performed on the sheath and a leak was noted. The sheath was inserted over a factory retained 0.035in guide wire and submerged in water, a leak was observed. A leak was also observed when the sheath was inserted over a factory retained 6fr. Guiding catheter. The cross-cut valve was inspected under magnification in both cases. A gap was found to have generated between the cross-cut valve and the device inserted in it. The cross-cut valve itself was closely inspected under magnification. It was noted to have a flaw off center of the slit, penetrating through the back side. This flaw appears to be the cause of the generation of the gap between the cross-cut valve and the involved catheter and between the cross-cut valve and the guidewire. A review of the device history record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the dilator being inserted off-center of the crosscut valve, damaging the valve and resulting in the leakage noted. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the sheath valve may cause damage, and result in blood leakage." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00080 to provide additional information regarding evaluation of the returned sample.

Event description:
The user facility reported experiencing a leak from the hemostatic valve on the sheath during a radial pci. Follow up communication with the user facility confirmed: procedure was being performed through the right wrist; after gaining access in the right radial artery, a j wire was put up the arm into the ascending aorta; a 6fr. Ebu guide was used with the sheath; doctor felt more resistance than normal when pushing guide catheter through the sheath valve; after this point the doctor noticed significantly more blood leaking through the valve until the end of the procedure; the procedure was completed successfully; and the patient's condition is reported as "good."

Manufacturer narrative:
(B)(4). Although there was no reported impact to the patient, the event description indicates that some minor blood loss did occur. The estimated amount of blood loss was unable to be determined. The involved device has not been returned by the user facility. Therefore, the investigation was based upon evaluation of user facility information, quality records and reserve samples. Inspection and testing of retained samples from the reported lot confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot has not been reported previously. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).